Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that he could not establish communication with the patient's generator. Troubleshooting steps were performed but it did not resolve the issue. New programming system was shipped to the site and the old programming system is on its way to be returned to manufacturer for product analysis.